Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es the pas es download was stopped. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pas es download was stopped. A field service engineer changed the network setting on the nic card from 1 gig to 100/half and tested communication in the pharmacy room to verify connectivity. And then fse relocated the anesthesia station back to or room 5 and connected it to the network port and verified network functionality in or room 5. Then tsc login and work on the database issue, with tsc agent spending several hours to get the station to communicate with the server and confirmed the station is now working on the network can login to rss. The system functioned as intended after the field service engineer investigated the device.